Manufacturer narrative:
No case logs were provided so an investigation could not be performed. It was reported that implants were revised intraoperatively, and that the case was successfully completed with no adverse effects to the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.